Manufacturer narrative:
No product was returned for evaluation for this report event. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level (bg) of 323 mg/dl. The customer reported would deliver a correction bolus with the pump to address bg level. Reportedly, the customer stated the high bg level was due to a meal recently consumed and not related to the pump.